Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received. Without the returned device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.

Event description:
The complaint/event involved a tego® connector. The following information was reported by the customer: reinfusion of blood post hemodialysis (hd): the patient's arterial line disconnected from the central venous catheter (cvc) port. It was attached to arterial port to facilitate reinfusion of blood. The registered nurse noted that blood was pouring out of patients cvc on the arterial side of the lumen. The nurse immediately clamped the white clamp and proceeded to change out the tego change per protocol. No harm reported, but a potential for blood loss/death was reported if this happened away from the clinic.